Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure in a saphenous vein graft with three xience v stents, one 3.0 x 23 mm, one 3.5 x 18 mm and one 3.0 x 18 mm. On (B)(6) 2011, the patient was hospitalized with chest pain and st elevation on the ECG which was diagnosed as a myocardial infarction. The patient underwent catheterization for in-stent thrombosis. The thrombosis was aspirated with a thrombuster and balloon angioplasty was performed. The patient remains hospitalized. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 3.0 x 23 mm and 3.0 x 18 mm xience v. Other: bayaspirin, warfarin. The 3.0 x 23 mm and 3.0 x 18 mm xience v stents are being filed under separate medwatch MFR numbers. Reportedly, three xience v stents were placed in the saphenous vein graft. It should be noted that the xience v instructions for use (IFU) states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. The reported IFU deviation does not appear to have caused or contributed to the reported patient effects. There was no reported product deficiency. Angina, myocardial infarction, and restenosis are known adverse events as listed in the IFU. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design.